Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that a week ago from today, they have had a situation where they suddenly get a screen that says set up for implant. Patient spoke with their manufacturer representative (rep) on the day the issue started, but the issue was not resolved. Patient mentioned that the rep thought their 2 neurostimulators were interfering with each other and causing this issue. Patient said that they have gone through pairing process multiple times today and the same issue is persisting. During the call, patient mentioned that there were little dark spots on each of the 4 prongs on the battery pack and the controller battery pack pins. Patient also mentioned that the battery pack was replaced in (B)(6) and the controller was replaced in (B)(6). A replacement controller and battery pack was sent out.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 , serial# (B)(6). Product ID 97745 , serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6) ; product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.